Event description:
Reporter states patient tested 5.3 inr on the coaguchek xs system while a comparison lab returned as 3.5 inr. Patient's warfarin dose was held for 1 day based on the lab result. No adverse event reported. Requested return of suspect system, however, the suspect strips have been used up and will not be returned. Replacements were sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.